Event description:
Complainant alleged that the staff was treating a pt (age and gender unk.) The staff successfully defibrillated the pt three times (joule settings unk), but they allege that on the fourth attempt to defibrillate the device would not charge. The complainant indicated that they were able to obtain another defibrillator to shock the pt. The complainant indicated that the pt subsequently expired, but that the pt outcome was not as a result of the reported malfunction.

Manufacturer narrative:
Na